Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had an open clamp on an unused line. The technical service representative reviewed proper procedures with the patient. The patient planned to complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.